Manufacturer narrative:
Additional information added to: requested but not provided. The customer¿s reported complaint of an over infusion was not confirmed after review of the logs or while testing the device during the investigation. Log analysis results identified the time of the incident occurring between 4:51 am and 5:28 am on (B)(6) 2019 during a secondary infusion of pipercillin/ tazo drugid (241). The total calculated volume infused during this infusion observed by a secondary infusion was 7.42mls. Rate accuracy testing results confirmed the device is in specification and operating as intended. The incident disposable set was not returned for this investigation, therefore it could not be determined if it was a contributing factor the root cause was not determined.

Event description:
It was reported that a new tubing set was placed into the pump for a primary infusion of ns 500ml and a secondary infusion of zosyn 50ml via the patient's PICC line. The primary ns 500ml was programmed to infuse at a rate of 10ml/hr with a vtbi of 490mls. The secondary infusion of zosyn 50ml was programmed to infuse at a rate of 12.5 ml/hr with a vtbi of 50mls. The volume and rate was checked before initiating the infusions. Approximately 30 minutes later the pump alarmed for air in the line. Upon assessment, both IV bags were completely empty. The devices were removed from the room to test a new bag of fluids to determine if it infused as quickly. During the test, the fluids ran at the programmed rate of 10ml/hr and no leaks were observed. The rn patient and the area surrounding PICC line were dry as well as the floor around the patient. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the rn placed a new tubing set into in IV pump for a primary infusion of ns 500ml with a secondary infusion of zosyn 50ml. Both the primary and secondary lines were primed with respective fluids and the line was connected to patient's PICC line. The primary ns 500ml was programmed to infuse at a rate of 10ml/hr with a vtbi of 490mls. The secondary infusion of zosyn 50ml was programmed to infuse at a rate of 12.5 ml/hr with a vtbi of 50mls. The rn double checked each amount and rate before initiating the infusions. Approximately 30 minutes later the pump alarmed for air in the line. Upon assessment, the rn found that both IV bags were completely empty. The patient remained asleep. The rn and the charge nurse removed the devices from the room to test a new bag of fluids to determine if it infused as quickly. During the test, the fluids ran at the programmed rate of 10ml/hr and no leaks were observed. The rn checked with the patient and the area surrounding the patient's PICC line to find that the area was dry, as well as, the floor around the patient was found to be dry.